Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleged issue: product was used on a patient and a piece of it broke off. The doctors decided to leave the piece in the patient. Patient current condition is unknown.